Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The maryland bipolar forceps passed the electrical continuity test, and there were no signs of damage on the conductor wire. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during central processing, the customer found a burnt end on the maryland bipolar forceps. The instrument was last used in a salpingo-oophorectomy procedure. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to obtain additional information.